Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. No samples have been returned. Batch documentation has been analyzed and shows no deviations. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
The customer complains about the catheters being difficult to insert. After a catheterization there was blood on the catheter.